Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with almost 300 units of insulin. Blood glucose level was 250 mg/dl. Reportedly, the customer added insulin to the cartridge and completed the load successfully.